Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material at a-rubber and insertion tube¿, was confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at distal end. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. ¿ IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation in the up/down direction and play in the control knob. The issue was found during an unspecified procedure. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: due to insufficient cleaning, foreign objects found in the connecting tube, bending section cover, up/down and right/left knob, and suction connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Due to wear of the angle wire, the bending angle in the upward direction and the play of the up/down knob did not meet the standard value. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: water tightness was lost due to damage on the channel tube / deformation of the scope connector / deformation of the electrical connector, the specified resolving power was not obtained / the image had black dots / the image had linear scratches due to damage on the charged coupled device unit, the water removal ability did not meet the standard value due to a deformation of the nozzle, a foggy image occurred due to damage on the charged coupled device unit, the nozzle was deformed, the plastic distal end cover had a dent, the adhesive on the bending section cover was detached, the connecting tube had a cut, the bending angle in the up direction / the play of the up and down knobs were out of the standard value due to wear of the angle wire, the scope cover had discoloration, the suction cylinder was shaved, the forceps channel port was deformed, switch 1 had a cut, the indication on switch 3 and 4 was unclear, the grip had discoloration, the universal cord had a wrinkle, and the light guide cover glass had a dent. The following findings had a scratch: the light guide lens, control unit, scope cover, grip, and the universal cord. Additional details relating to the patient and the event have been requested, but no response has been received at this time. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.